Event description:
It was reported by the affiliate that during a colon procedure, the device would not cut and would not coagulate. Unk if there was error code. Surgeon used another like device to complete the case. No pt consequence. One device returning.

Manufacturer narrative:
Evaluation summary: the ace36p device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.